Event description:
It was reported that a cartridge alarm issue occurred with the customer's pump, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl. The customer reverted to manual injections for insulin therapy.